Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon evaluation, the trunk cable connector was broken. The root cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that the monitor screen was saying to call zoll for service. A review of the patient's download was showing a service code 107. The patient was issued a replacement electrode belt.